Event description:
On 11/26/99, the international distributor informed the manufacturer's international sales manager of the following: when showing the needle to a potential customer, the reaction was that the needle was not 3/4" as indicated. When measured it was indeed only 1/2" (13 mm). Looking to other needles from the same lot, it was noted that, indeed, the needle was always too short. No further details were provided.